Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was unable to duplicate the reported problem. A review of the event history log revealed error code 42224. It was determined that the primary problem was with the defective printed wire assembly (pwa.) The pwa and the downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump presented air in line. The status of the product at the time of event was after infusion. There was no patient involvement reported and there was no harm.